Event description:
It was reported that a device would not interrogate with merlin.net programmer. Multiple programmers were used. Using a magnet to check the device was suggested. Later, it was reported that the device failed to interrogate. Magnet placement revealed bvvi. Prior to device change out, the patient experienced pacemaker syndrome. The patient was asymptomatic before the procedure and stable after.

Manufacturer narrative:
The field complaint of inability to interrogate the device was not confirmed. Device was received in backup operation. Device went into backup vvi (bvvi) due to checksum error. The device was tested on the bench and projected longevity is considered normal battery depletion. Review of the device image indicates eri flag was falsely triggered which was caused by code corruption. The cause of the bvvi is unknown.